Event description:
It is reported that the pt was presenting with pain. During the revision, it was discovered that the tibial tray had fractured.

Manufacturer narrative:
This report will be amended when our investigation is completed.